Manufacturer narrative:
This supplemental report is being submitted to provide the lot number of the device and to provide the device evaluation results. The device referenced in this report was returned to olympus for evaluation. The device was tested using olympus' generator and the evaluation confirmed the reported complaint of teflon pad curled up and metal exposed. The teflon pad was visually inspected, and it was found to be worn and split in a cross direction exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit. This type of teflon pad damage is most likely related to the operator's technique.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation. The exact cause of the reported event could not be conclusively determined at this time. This type of teflon pad damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the teflon pad. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur." If additional information or if the device is received at a later time, this report will be supplemented accordingly.

Event description:
Olympus was informed that during an unspecified procedure, the teflon pad curled up and metal was exposed. No device fragment fell inside the patient. The intended procedure was completed with another different but similar device. There was no damage to the probe. There was no patient injury reported. No additional information was provided.